Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device did not allow nurses to retrieve the required medications. A technical support specialist remoted into station and found that the station c drive was full of sql dump logs. Cleared c drive to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not allow nurses to retrieve the required medications. The customer stated that the station initially permits the nurse log in, while removing the medications it logged out and get them back to the home screen. The customer stated this was also happening the day prior and they have rebooted the computer twice. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station c drive was loaded with structured query language dump logs. A technical support specialist cleared the disk space to resolve. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system did not allow nurses to retrieve the required medications. The customer stated that the station initially permits the nurse log in, while removing the medications it logged out and get them back to the home screen. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.